Manufacturer narrative:
The customer returned the meter and strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.4 inr, donor #2 inr: 2.4 inr . Donor #1 hct: 38%, donor #2 hct: 48%. Donor #1: master lot: 3.4 inr, donor #1: customer's strips and meter: 3.3 inr. Donor #2: master lot: 2.4 inr, donor #2: customer's strips and meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of the test results. Upon review of the meter memory, the results alleged by the customer could not be verified as the date in the meter was set incorrectly.

Manufacturer narrative:
(B)(4).

Event description:
A nurse initially called for the customer questioning inr results from the customer¿s coaguchek xs meter with serial number (B)(4). The nurse stated the customer was sent to the hospital with a gi bleed. The customer was contacted to obtain further details. On (B)(6) 2017 at 11:00 a.m. The customer got a high result of 6.3 inr on her meter. The customer went to the clinic where she complained of shortness of breath. The customer has a history of congestive heart failure and was transported by ambulance to the ER. The customer was tested on the hospital¿s coaguchek xs meter at 1:30 p.m. And the result was 3.7 inr. Hospital staff thought the result of 3.7 inr was correct. The result of 6.3 inr was believed to be incorrect. The customer was admitted to the hospital. The customer stated she is anemic and received 2 units of blood. The customer was discharged on (B)(6) 2017. The nurse who initially called was contacted for additional details. The nurse stated the customer was sent to the ER due to low oxygen saturation and was generally not doing well; the customer also had signs of weakness. The customer¿s warfarin dose was held during the hospitalization. The customer was given oral vitamin k. During the customer¿s hospital stay, the customer received 1 unit of packed red blood cells. The customer¿s discharge diagnosis was acute blood loss due to gi bleed. The customer sought treatment based on a high result from her meter. The reading was consistent with the treatment received. Medical assessment of the event stated no adverse event occurred due to the result on the customer¿s meter. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. The customer is testing on the meter due to atrial fibrillation. The customer mentioned additional erroneous inr results on her meter from (B)(6) 2017. The customer tested on her meter at 9:00 a.m. And obtained a result of 2.2 inr. The customer went to the laboratory and was tested on a professional coaguchek xs meter at 1:00 p.m. And the result was 1.1 inr. The customer¿s warfarin dose was increased based on the 1.1 inr result. A different finger stick was used for each test. There was no allegation an adverse event occurred due to the erroneous results on (B)(6) 2017. The customer is currently feeling much better. The customer is not on heparin or direct thrombin inhibitors and has no antiphospholipid antibodies. The customer is not taking any new medications and has had no diet changes. The same strip lot was used for both events. The meter and strips were requested for investigation. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.